Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and returned test strips. Most likely underlying root cause of malfunction: strip issue. Manufacturer contacted customer with follow up phone call for knowing customer condition; customer condition improved; customer stated her doctor aware her of possible symptoms as she felt caused for multiple medications prescribed; customer is satisfied with blood glucose reading of 120mg/dl obtained on (B)(6) 2016.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer's expected fasting blood glucose test result range is 120 to 190 mg/dl. The customer reported symptoms of headache, dizziness, lightheaded, shakiness, and nausea on (B)(6) 2016. The customer performed a fasting blood glucose test on (B)(6) 2016 at 8:30am and received a test result of hi. The customer reported going to the hospital as a result of the actual blood glucose results and reported symptoms, but did not inject insulin prior to hospital visit. At the hospital, the customer's blood glucose was tested and results were 147 mg/dl, using the hospital device. The customer left the hospital on (B)(6) 2016 and was not given any medical treatment other than medication to treat her headache. The customer is currently taking insulin to manage diabetes. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 97 mg/dl and 96 mg/dl. A blood test was performed by the customer on (B)(6) 2016 at 08:00am fasting and produced test results of hi, also. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 03/24/2018 and open vial date is (B)(6) 2016. The test results from meter memory were reviewed: (B)(6).